Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date.

Event description:
During sukagawa's visual check process, a black foreign matter was found inside the sterilek pouch of this product. The foreign matter seemed to be soluble, not fibrous and was free moving in the sterile pouch. The sterile pouch of this product was not opened. The product had been stored sukagawa's stockyard, and was not shipped out of the warehouse. The product was not clinically used.